Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, the pt's wife reported that her husband had developed an infection at the ipg pocket. A culture was taken, but the results are unk. The pt was prescribed antibiotics. On (B)(6) 2010, it was reported that the pt's system was explanted. The precise date is unk.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.